Event description:
Customer reported that the display on the insulin pump was frozen, and that she received a failed battery test alarm and a button error alarm. The blood glucose reading was 135 mg/dl. Customer could not recall any significant events leading to these issues. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to moisture damage noted on keypad traces. No button error alarms noted. Insulin pump was monitored. No frozen display noted. No failed battery test alarms noted after battery insertion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.